Event description:
It was reported that during a laparoscopic colectomy procedure, the device seemed to fire perfectly with two circular doughnuts, but on inspection the anastomosis was not intact and the whole anastomosis had to be hand sutured by the surgeon. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the cdh29a device arrived in good visual condition. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. To date the device has not been returned. If further details are received and/or device is received and analyzed, a supplemental medwatch report will be sent. At the time of this submission, the device has not been returned for analysis. Additional information: was a leak confirmed? Yes. What cause the anastomosis to be incomplete? Surgeon said although it looked like all the staples had formed there was a leak and he had to hand sew the anastomosis. Were there malformed staples? Staples did not appear to be malformed. Were there staples missing from the staple line? Did not appear to be. Was the cut line complete? Yes looked like it was. Was there any bleeding? Yes hence the surgeon had to hand sew. If there was bleeding how much blood was loss (ml)? Unknown. Please verify the lot number? Laej2m.